Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced pain at infusion set insertion site during insertion on (B)(6) 2022. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.